Event description:
It was reported that while undergoing redo-aortic valve replacement for prosthetic valve endocarditis, the patient expired during the procedure. The source of the endocarditis was indicated as (B)(6). No other details provided.

Manufacturer narrative:
Device not returned. Unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The investigation reveals nothing to indicate a device quality deficiency that may have caused or contributed to this event. No further actions are possible with the available information. Please note that this patient had a related event; please reference manufacturer report no.: 2015691-2011-16295.